Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm message error code 1003 allegation. Review of memory log showed device recorded battery system fault low voltage and there were no other suspicious faults or resets were noted. The daily battery voltage measurements displayed a pattern of steady and rapid discharge and device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Furthermore, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Hence, no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.